Event description:
It was reported that the device changeout the atrial lead showed high impedance, no capture at maximum output and evidence of noise on the atrial channel through manipulation of the device during the prepping of the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured. The proximal conductor was fractured and distorted. All conductors had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked buckled. The outer insulation was melted, had cosmetic metal ion oxidation and cosmetic environmental stress cracking, was breached cut, had a white substance on it and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was tissue on the helix and the lead was stretched. Visual analysis noted that the distal and proximal continuity tests failed due to fractures in both conductors.